Event description:
Lead management case to extract one lead due to product recall. The physician started the case with a 14f glidelight but then upsized to a 16f glidelight when he could not advance over the mid svc. A drop in blood pressure was noted only after the lead had been removed. It was first presumed that an rv tear occurred since very little effusion was seen so a pericardial window was performed. At that time no bleeding was found or noted on tee so the ep continued the procedure by implanting the new cardiac lead. The patient¿s pressure still did not recover so the decision was made to perform a sternotomy. A tear at the innominate/svc junction was noticed and repaired. The patient survived the intervention.

Manufacturer narrative:
Partial UDI#: (B)(4). Placeholder.